Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The xience pro 48 is currently not commercially available in the u.s.; however, it is similar to a device sold in the us. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It reported that a 3.5 x 48 mm xience pro stent delivery system (sds) was advanced to the lesion and the balloon would not inflate. At some point it was observed that the shaft of the sds was kinked. The physician stated that this was due to wire wrap and handling by the operator. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the guide wire causing the guide wire to wrap around the device resulting in the reported physical resistance, kinked shaft and subsequent difficulty inflating. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed medwatch report, the following additional information was received: the lesion was located in the heavily calcified, left anterior descending (lad) coronary artery. Resistance was felt during advancement of the xience pro stent delivery system (sds) in the anatomy due to the unspecified guide wire wrapping around it, making both of them difficult to move. The kink was located on the mid portion of the shaft. Another unspecified sds was used to successfully complete the procedure. No additional information provided.